Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/bipap and mechanical ventilator devices. The manufacturer received information alleged ear aches & also stated he could have a rise in seizures as he is epileptic .there was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and caused ear aches & also stated he could have a rise in seizures as he is epileptic .the reported event of ear aches and its reported severity was reviewed by the manufacture's clinical expert and assesed as serious injury but not related to device. The device has not yet returned to the manufacturer for evaluation, no further investigation can be performed. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2, has changed related to the adverse event problem. Section h1 has changed to reflect a serious injury. Sections(s) d1, d2 and d4 has been updated in this report. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.